Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain and swelling in left hand since implantable pulse generator (ipg) implant. Patient diagnosed with deep vein thrombosis (dvt) in left upper extremity axillary and brachial veins and started medication. The device remains in use. The patient is a participant in the imaging study of lead implant for his bundle pacing (image-hbp) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.